Manufacturer narrative:
Concomitant product(s): dtbb1d1 ICD, implanted: (B)(6) 2015. This device was included in a field action. Based on the information received and without the return of either the product or performance data, or completion of analysis, it could not be determined if this device performed as described in the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to the emergency room (ER) due to inappropriate shocks from the right ventricular (rv) lead. The rv lead triggered a lead integrity alert (lia) due to oversensing of noise with high rate non-sustained (hr-ns) and sensing integrity counter (sic) episodes. The lead was found to have a confirmed fracture. The lead had high impedance and high thresholds with no capture. A medical magnet was placed on the device to prevent further inappropriate shocks. The lead was programmed off. The lead was attempted to be extracted but was unsuccessful. The lead was scheduled for another lead extraction. The lead remains in the patient and out of service. No further patient complications have been reported as a result of this event.